Event description:
Surgeon reported several occurrences where the blade was very inconsistent, and has stripped descemets. Additional information was received on 10/08/2008. The surgeon indicated that all patients' outcomes were good and no visual disturbance or long term complication resulted. The surgeon stated that no patient identifiers / information would be provided. The surgeon stated that her primary concern is that the knife sharpness is not always consistent.

Manufacturer narrative:
A visual inspection was performed on the returned opened sample and found to be nonconforming for a damaged tip and cutting edge. Penetration and sharpness testing were not performed, due to the damaged condition of the sample. The blade (ear) width was measured and found to be conforming for the measurement specifications. Qa was unable to determine how stripped descemets occurred. The blade width was measured and found to be conforming. Qa was unable to determine how or when the blade became damaged. All knives are 100% inspected by trained operators. Any defects, such as the damaged tip and cutting edge exhibited on the returned opened sample, would be culled from the lot and scrapped. Penetration and sharpness testing are performed and monitored during the finishing process to ensure the functional quality of the product.